Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had multiple falls and had pain in her back. It was unknown if the falls or pain were related to the device/ therapy. No further complications were reported/anticipated.